Event description:
Approximately one month after cataract surgery with implantation of the crystalens intraocular lens (iol), the lens positioning changed and the patient's uncorrected visual acuity decreased. The physician performed a yag capsulotomy in 2005 and one year later exchanged the lens. The patient's uncorrected visual acuity improved after the lens was exchanged. The physician attributed the event to capsular contraction syndrome.

Manufacturer narrative:
The intraocular lens has not been returned to eyeonics and is therefore unavailable for evaluation. A review of the device history records revealed no discrepancies or unusual findings.